Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii/IV".

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii/IV". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii/IV." Healthcare professional later confirmed "grade 4 contracture." This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii/IV." This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b5, d.6b, h6.